Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had white crystallized contamination within the auxiliary jet channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: g2 (other and other report source were missing from the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "white crystallized contamination in the auxiliary water channel." Malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from the biopsy channel. The event can be prevented by following the instructions for use which state: IFU states the detection method in ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿. IFU states the preventive measures in ¿gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope¿ olympus will continue to monitor field performance for this device.